Event description:
A female patient underwent an emergency c-section. Therefore, no instrument count was completed. An x-ray was taken following the procedure per protocol, and a "foreign object" was noted on the x-ray. The patient underwent a total of four x-rays prior to the realization that it was the foley catheter. Post catheter removal, an x-ray was also obtained for confirmation. The foley catheter contained a new radio-opaque tip that was unknown to staff and the manufacturer's representative. According to our materials management department, kendall changed manufacturers of their silicone foley catheter line. Due to the change of manufacturers, a radio-opaque tip was added to the tip of the catheters. Our sales representative was unaware of the change and we were advised that our facility was the first to bring it to the vendor's attention. We were told that eventually, the catheter will go back to the way they were manufactured previously, however, that could take a couple of months. In order to prevent any further problems as a result of this modification, the materials management department has been attaching labels to all foley catheters' packaging coming into the facility warning staff members of the device change.